Event description:
Customer reported that at the start of an infusion, approx 10 ml of blood leaked out from a hole in the tubing above the upper fitment. No pt harm reported and no medical intervention required. No additional event info provided.

Manufacturer narrative:
(B)(4). Product evaluated and the report of a leak from the blood tubing was confirmed. A tear approx 0.0415 inches long was found in the silicone tubing near the upper fitment. The root cause of the tear in the silicone tubing was not identified. The lot number was not identified.